Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56mm diameter abdominal aortic aneurysm. At implant, the proximal aortic neck measured 19mm in diameter, 15mm in length, and reverse tapered shape. Severe angulation of the aortic neck. It was reported that during the index procedure, the diameter just below the ra (renal artery) was 19mm, a 28 mm device was chosen to fit into the larger diameter at the lower part of the reversed tapered neck. Deployment was started on the right side along the c shaped curve. The whole stent graft system was implanted, and the physician performed modelling of the stent grafts with another manufacturer's balloon. However, the final angiogram revealed a type ia endoleak originating from the left vessel wall on the proximal aortic neck, the endurant stent graft was implanted lower than intended. When additional modelling with a balloon did not resolve the type ia endoleak, another manufacturers extension cuff was implanted to extend coverage further up to the renal artery. However, when deployed, the cuff was positioned further distally than intended, per the physician, likely due to the reversed tapered shape of the anatomy. The endurant and the other manufacturer's aortic cuff proximal edges overlapped. After final touch up, the endoleak was shown to be decreased and any flow of contrast into the aneurysm was very minor. The physician decided to monitor the patient¿s clinical course and completed the procedure. As per the physician, the cause of the event was most likely anatomy related, due to an angulated proximal aortic neck with a reversed tapered shape. This led to a gap of approx. 1.5mm being left below the renal artery on deployment of the stent graft. No additional clinical sequelae were reported and the patient will be monitored by the physician.